Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was reimplanted on (B)(6) 2024. According to new information the user's device was explanted because the electrode lead had extruded into the external auditory canal.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. This is a final report.

Event description:
The user was reimplanted. According to new information the user's device was explanted because the electrode lead had extruded into the external auditory canal.